Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed inside the header cap of a revaclear 300. The event occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. The sample was visually inspected by members of quality and engineering. The sample had been removed from the packaging, and did not include protection caps. A green particulate matter (pm) was observed under the header cap near the dmc end of the dialyzer. The particulate matter appeared to be free floating, and was not affixed to the fiber bundle. The particulate matter was analyzed and was confirmed to be a piece of neoprene glove. The cause was associated to a human error where a piece of the pm could have inadvertently remained inside the header cap when the housing and header cap were assembled. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added to h10: it was reported that manufacturing operators were provided with teaching and awareness. Should additional relevant information become available, a supplemental report will be submitted.